Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the catheter was inserted into the left atrium and the chamber was mapped. The catheter was maneuvered to the left superior pulmonary vein but appeared stuck and unable to move. The catheter was manipulated and removed from the patient and visual inspection revealed an exposed catheter wiring and frayed outer material. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported damage and deflection issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the frayed and exposed internal components could not be conclusively determined.